Manufacturer narrative:
H6: investigation summary. No photo or sample was provided by customer for investigation. Unable to verify complaint of separation. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that unspecified bd¿ t-lock connector leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that a t-lock connector had a leak between the hard plastic t and the extension tubing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ t-lock connector leaked. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown it was reported that a t-lock connector had a leak between the hard plastic t and the extension tubing.